Event description:
(B)(4). It was reported that the ferrel end melted/burned and fell off in the patient during a ureteroscopy procedure resulting in no patient injury. Additional information reported by the user indicated that the tip was not cleaved and stripped and the device was not fired in the scope.

Manufacturer narrative:
The investigation is in progress. Once the investigation is complete, a follow up report will be mailed.